Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the leg. The patient was taken to the emergency room and diagnosed with cellulitis. Blood glucose levels reached over 13.9 mmol/l (250.2 mg/dl). Symptoms included fever, pain, redness and irritation. The patient was treated with flucloxacillin (oral antibiotics, IV antibiotics in hospital and then prescribed oral antibiotics after discharge). The hospital visit was approx 11 hours.